Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an (B)(6)user report which reported the following information: a diabetic nurse reported a "patient was playing golf and using libre reader and phone app to monitor glucose levels." The customer was obtaining scans of "hi" (equal or greater than 500mg/dl). The customer treated the "hi" readings with "4 doses of novorapid insulin between 1715 and 1900 to try and correct his hi readings." Subsequently, the patient suffered a severe hypoglycemia event requiring paramedic assistance. Libre reader/ phone app continued to read hi." There was no report of death or permanent injury associated with this event.

Event description:
Abbott diabetes care received an mhra user report which reported the following information: a diabetic nurse reported a "patient was playing golf and using libre reader and phone app to monitor glucose levels." The customer was obtaining scans of "hi" (equal or greater than 500mg/dl). The customer treated the "hi" readings with "4 doses of novorapid insulin between 1715 and 1900 to try and correct his hi readings." Subsequently, the patient suffered a severe hypoglycemia event requiring paramedic assistance. Libre reader/ phone app continued to read hi." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed